Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that the plunger on the bd ultra-fine¿ insulin syringe was difficult to move. The following was received by the initial reporter: please see the attached document for somes customer returns that came back as defective I need to return for credit. Can you please issue ra's? Please let me know if you need anything else. Plunger hard to use.

Event description:
It was reported that the plunger on the bd ultra-fine¿ insulin syringe was difficult to move. The following was received by the initial reporter: please see the attached document for somes customer returns that came back as defective I need to return for credit. Can you please issue ra's? Please let me know if you need anything else. - plunger hard to use thank you, (B)(6).

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. E.1. The customer's address is unknown. Unknown, new jersey, 00000 USA has been used as a default. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.